Event description:
It was reported unspecified particulate matter (pm) was observed on the tubing of a small volume infusor. It was unknown if the pm was in the fluid path. This occurred during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between july 12, 2023 and july 13, 2023. H11: the actual device was received for evaluation. During visual inspection brown particulate matter (pm) was observed embedded in the material of the tubing line which is not in the fluid path. The pm measured to be 0.15 square mm in size. The pm was identified to be polyvinyl chloride (pvc) via ftir test (fourier-transform infrared spectroscopy). Pvc is the actual material of the device tubing line. A fragment of burnt pvc can potentially be embedded in the material of the tubing line during the manufacture of the tubing line. The reported condition was verified; however, since the pm is not in the fluid path this is considered a cosmetic issue and does not have the potential to cause or contribute to a serious injury. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.